Manufacturer narrative:
The device will not be returned to the manufacturer for evaluation. (B)(4): the device is not being returned for evaluation.

Event description:
It was reported that the tubing broke inside the patient upon removal. The tubing was removed from the patient and an x-ray was taken to verify that all of the pieces of tubing were removed. There was no additional treatment required. There were no adverse consequences to the patient related to the event.